Event description:
It was reported a peri-implantitis along with a loss of integration in tooth sites 14 and unk observed during a visit for discomfort. When lifting the prosthesis, the implant comes out as well. Symptoms: pain. The process was completed with other implants.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products bopt4311, 3i t3 tapered implant 4/3 x 11.5mm lot 2021071214. H6: event problem codes ¿ patient code: 2330 discomfort. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.